Event description:
Reportable based on device analysis completed on 29sep2014. It was reported that a balloon inflation failed. Vascular access was obtained via the femoral artery. The 28mm long, 80% stenosed, eccentric, de novo target lesion was located in a mildly tortuous and non-calcified mid left anterior descending artery. Resistance was encountered while advancing the 10/3.00 flextome¿ cutting balloon¿ to treat the fibrotic lesion. During balloon inflation it was noted that only 5mm of the 10mm balloon opened. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that 1 blade was bent and partially lifted from the blade pad.

Manufacturer narrative:
(B)(4). Device was returned for analysis. A visual examination of the returned device revealed a crystalized contrast media in the balloon. There were no damage to the catheter shaft. 1 blade was bent and partially lifted from the blade pad, however, there were no sections detached. An encore inflation device was returned attached to the catheter. Positive pressure was applied. No leak was noted. The balloon was inflated to its rated burst pressure of 12 atmospheres and was inflated and deflated successfully. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).